Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced a problem with the reservoir. The customer's blood glucose was 280 mg/dl. The customer stated that she received multiple no delivery alarms. Troubleshooting could not be completed because the customer had already resolved the alarm by a complete set change. The customer stated that the alarm occurred during a manual prime. The customer stated that she would return the infusion set and reservoir for analysis. Nothing further reported.